Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder was selected for implant. Once inside the patient, it was observed when opening the left disc of the 9-asd-024, the device took the cobra shape. The device was not released from the cable and was exchanged with a 22 mm amplatzer septal occluder. The device was placed, but was determined to be mis-sized too small. The device was exchanged with a 26 mm amplatzer septal occluder and was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay in the procedure. The patient is currently stable and discharged.